Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery. During advancement of the 4.00 x 8 mm nc trek balloon dilatation catheter (bdc) into the tuohy [rotating hemostatic valve], the shaft kinked proximal to the tuohy. The proximal shaft then separated into two, approximately 2 inches distal to the kink. The separated portions were removed without issue and another device was used in replacement. Reportedly, there was no resistance during advancement. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.